Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges the hand control caught fire and is not working.

Manufacturer narrative:
A field service technician (fst) replaced the hand control. The device is working properly.

Event description:
Alleges the hand control caught fire and is not working.